Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 25 mg/dl or above. Low bg causes were not known. Reportedly, the customer continued to use the pump for insulin therapy.